Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "capsular contracture baker grade iii and implant exchange". This record is for the right side. Device was explanted. Device was discarded and will not be returned.